Manufacturer narrative:
Additional narrative: a product investigation was completed: our investigation of this instrument has shown that the threaded tip is broken off as complaint. It is not possible to determine what caused this type of damage; it is likely that too much applied mechanical force caused this damage. One of the other reasons for the breakage may have been insufficient connection with the inserter. If the connection is not tight, the forces while hammering may cause the breakage of the threaded tip. The tip is fragile due to the nature of the design so needs to be handled with care. The device history record for this article and lot number was reviewed and it was manufactured according to specifications in june 2014 with no issues or deviations during the process. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was successfully finalized with a substitute screw. No prolongation of surgery reported.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of connecting screw broke during surgery. This report is 1 of 1 for (B)(4)..